Event description:
It was reported that the patient had syncopal and near syncopal episodes for undetermined reasons. It was also reported that dual electrograms were present on the patient's electrogram report. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.